Event description:
Patient presented to the physician with pain in the rib near the site of the sensing lead placement. Physician brought the patient into the or, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, re-sutured, and closed.